Event description:
A sales rep received a call a from a hospital stating that had a situation with simplex hv cement during a routine tka with dr (B)(6). He stated that the cement set up really quickly and had to use two batches/mixes of cement to complete implantation of tibia bp, femoral component, and patella component. The sales rep spoke with dr (B)(6) on the day of situation and he mentioned that the room was extremely hot in temperature during this case. He also stated that the mix time on first batch of cement was 45sec. Which set up in 5min. A second batch of cement was mixed for 30 sec. Which set up in 8min without problems to complete the procedure.